Event description:
A discordant falsely elevated urine/cerebrospinal fluid protein (ucfp) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant ucfp result was reported to the physician and the physician questioned the result. The ucfp test was being performed to determine if a c-section was appropriate for the patient. The customer reran the sample the next day on the same instrument and also reran a new sample on an alternate system and the corrected result was reported. The customer reported that patient treatment may have been delayed.

Manufacturer narrative:
A siemens technical service support representative (tss) was contacted by the customer. Tss reviewed the data files and determined there were no issues with the dimension 500 instrument. The tss informed the customer that the instrument transmitted the correct information and determined that the incorrect small sample container (ssc) was placed in the wrong barcoded tube. Tss determined this event was due to operator error as the customer poured the sample into an ssc, though placed the ssc with the patient's sample on top of a sample tube with another patient's barcode label. The instrument is performing according to specifications and no further evaluation of this device is required.